Manufacturer narrative:
(B)(4). One (1) unit of catalog number 544230 hemolok ml clips 6/cart 84/box was received with used sample, and open package, per lot # 73a1500164. It was received with a cartridge without clips placed in slots. During visual inspection it was not observed any clip on the returned sample. Failure mode reported "clip damaged" was not confirmed. Functional inspection: it could not be performed due to sample condition (cartridge was received without remaining clips). Sample received did not confirm the defect reported by the customer clip damaged due to sample condition; cartridge received without remaining clips. Therefore, at this time no corrective action will be taken since the defect cannot be confirmed during evaluation. However, we will continue to monitor and trend relating complaints. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Alleged event: the user was not able to ligate with the clip during laparoscopic surgery. Therefore the user pulled out the applier from the patient, and found that the clip was damaged and the tip was missing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot number 73a1500164 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the user was not able to ligate with the clip during laparoscopic surgery. Therefore the user pulled out the applier from the patient, and found that the clip was damaged and the tip was missing. The patient's condition was reported as fine.